Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between january 14, 2025 ¿ january 15, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and the results were satisfactory. Priming was performed, and no defects were observed. A functionality test was performed, and the set worked according to requirements. The set was left running by gravity simulating usage, and no defects were observed. The sample was connected to the spectrum iq pump simulating usage, and no defects were observed. A water referee back pressure test was performed, and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked between the luer connector/cap located closest to the patient. This occurred during patient infusion. The device contained saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.